Event description:
Pt's status post transconnector implantation fell and was taken to the hospital complaining of severe pain. Surgeon noted during exploratory surgery, there was a small tear under the ti low profile transconnector. Surgeon removed the transconnector and repaired the tear.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the MFR or date of manufacture without the subject device or lot number provided. Investigation could not be completed. No conclusion could be drawn, as no device was returned and no lot number was provided.